Manufacturer narrative:
The associated genesis ii cemented tibial baseplate was not returned for evaluation. Our investigation included a review of complaint history on the listed part revealed no prior complaints for this failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A clinical evaluation noted that based on the available information, the root cause for this patient¿s pain and the instability of her knee cannot be concluded but were likely related to the loosened tibial base plate. The current status of the patient has not been provided at this time. No further medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a surgical intervention was performed due to pain and instability. Surgeon opened knee, removed poly and punched the tibia to check how well fixed. Baseplate was loose and easily removed with no cement attached.